Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
It was reported that on an unknown date, the patient underwent plif at levels l4-l5 with screws and competitor's cage. Post-op, the patient developed neurologic symptoms. Vertebral collapse of l5 was found. Surgeon suggested that the patient might have fall. Revision surgery was performed on (B)(6) 2015. L5 and l4 screws were removed and new screws were inserted at l3 and s1 to do fixation and jackson technique was used for s1. Bone union at l4/5 was achieved. The surgeon plans to insert a cage anteriorly at l5 on (B)(6) 2015.